Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. Customer stated that the insulin pump was alarming and the lcd screen was blue. Customer was assisted with troubleshooting but the issue was not resolved. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional instruction. The devise will be returned for analysis.

Manufacturer narrative:
Insulin pump received with detached end cap and with missing segments due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments and detached end cap.